Event description:
It was reported that a patient presented in-clinic for a routine, unrelated generator change. Upon examination prior to the procedure, the patient's right ventricular (rv) lead was found to have failure to capture and high capture thresholds. Rv lead dislodgement was suspected. The rv lead was capped and replaced on (B)(6) 2021. Fluoroscopy performed during the procedure confirmed the rv lead dislodgement. The patient was stable throughout and no additional patient consequences were reported.